Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #4 of the patient¿s mouth, the implant failed. Primary stability was achieved and immediate load was not performed. Patient presented bone type IV. The device will be forwarded to the manufacturer for investigation. Patient reported inflammation and mobility at time of event, no further complications were observed.